Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. There was also noted undersensing on the atrial lead. Additonal follow up did not yield any relevant information. No patient complications were reported as a result of this event.